Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged occlusion issue could not be verified.

Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was 103 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.